Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was returned to the manufacturer after being capped due to a system upgrade and later explanted. The lead subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.